Manufacturer narrative:
Gehc recommended replacement of the base. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, while moving the machine, the caster broke. There was no report of patient involvement.